Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 20593215.

Event description:
It was reported that the patient experienced pain and discomfort at the ipg pocket site despite reprogramming done. It was also reported that the patient had to charge the ipg frequently. All device components were explanted. The explanted devices were not returned as they were discarded by the medical facility.